Event description:
It was observed that during the device evaluation, the camera head exhibited blurred images due to flooding, cracks in the video connector and scope mount corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the following reportable malfunctions were identified during the device evaluation: blurred images due to flooding, scope mount corrosion, and a crack in the video connector. Based on the results of the investigation, a probable root cause for the malfunctions found during the device evaluation could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.